Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that the recharger has worn out and they are getting error when charging implantable neurostimulator (ins). Patient stated that they have to lay on a certain position to charge. Patient confirmed no damage on the recharger except since of usage and worn out. Patient started recharging session and confirm getting excellent recharging with controller at 90% and ins at 30%. Patient mentioned the error will not show right away. While charging patient saw poor recharge quality message and eventually saw system problem rm03. Patient stated they have been having issues charging the ins for about 2 weeks thenchanged to a week. Patient also mentioned that the recharger was getting warm when charging. A request was sent to repair to replace the recharger.